Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011896, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against ""final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011896". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011896 was manufactured according to the work instruction (wi) version 82 on 01-mar-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance nc-(B)(4) was opened during the sterilization process and further product disposition were required. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to low blood glucose levels. The blood glucose levels was 30 mg/dl at the time of event and patient stayed in the hospital for less than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011896, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against ""final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011896". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011896 was manufactured according to the work instruction (wi) version 82 on 03-jan-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (B)(4) was opened during the sterilization process and further product disposition were required. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non -conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required.this complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.